Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 did not occur. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No cause could be determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a spectrum pump alarmed system error 332 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information b5, h10: the device was received for evaluation. During functional testing, a system error 332 did not occur. A review of the event history log revealed system error 332 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No cause could be determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy.